Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported while using the trumatch pin guides we were confronted with a cutting accuracy problem. For the femoral cut, we obtained a distal cut approximately three to four mm longer than the validated and received planning. We were confronted with a loose extension gap. We had to increase the pe thickness downsize the femur and anteriorized the cutting guide. Surgery delayed 20 minutes due to the reported event. Action taken when event occurred? --> we used the conventional attune instruments, was procedure successfully completed? --> yes,

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : by using the trumatch pin guides we were confronted with a cutting accuracy problem. For the femoral cut, we obtained a distal cut approximately three to four mm longer than the validated and received planning. We were confronted with a loose extension gap. We had to increase the pe thickness downsize the femur and anteriorized the cutting guide. The product was returned to depuy synthes design team for evaluation. A 3d print model and the femur pin guide were reviewed for this investigation. Investigation revealed proper alignment of the trumatch CT pin guide kit l with the resection level of the bone. Therefore, the overall complaint cannot be confirmed. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product description: trumatch CT pin guide kit l product code: 420578 lot number: tmk00076813 and no non-conformances or manufacturing irregularities were identified. The overall complaint was unconfirmed as the observed condition of the trumatch CT pin guide kit l would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: trumatch CT pin guide kit l product code: 420578 lot number: tmk00076813 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: trumatch CT pin guide kit l product code: 420578 lot number: tmk00076813 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.